Event description:
The customer reported the system displayed a data error and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board, reloaded software and flashed the memory nodes. The system operates as intended.